Event description:
It was reported that the right ventricular lead exhibited noise, low impedance and an insulation anomaly. The lead was capped and replaced during a routine pulse generator change out procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.